Manufacturer narrative:
Device evaluated by MFR: the device returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent was still tightly crimped onto the balloon. The device was functionally tested by inflating it to rated burst pressure. The device was able to inflate, hold pressure, and deploy the stent without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported leak, failure to inflate, or failure to deploy the stent.

Event description:
It was reported that the stent was difficult to deploy. The patient presented with a severely stenosed vertebral artery opening. A 5.0mmx15mmx150cm express vascular sd stent was advanced into the lesion. However, during the procedure, the balloon could not inflate even after reaching the burst pressure resulting in serious displacement of the stent after deployment, and the stenosis could not be completely covered. The stent delivery shaft was withdrawn, and it was found that the balloon in the stent was damaged and contrast agent was leaking which caused the displacement of the stent. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that after unpacking, the device was moistened with a normal saline and was delivered into the lesion along with the guidewire after priming. The balloon failed to fully expand due to a leakage during the stent release. The balloon was in semi-inflated state when the stent was detached from the balloon inside the patient.

Event description:
It was reported that the stent was difficult to deploy. The patient presented with a severely stenosed vertebral artery opening. A 5.0mmx15mmx150cm express vascular sd stent was advanced into the lesion. However, during the procedure, the balloon could not inflate even after reaching the burst pressure resulting in serious displacement of the stent after deployment, and the stenosis could not be completely covered. The stent delivery shaft was withdrawn, and it was found that the balloon in the stent was damaged and contrast agent was leaking which caused the displacement of the stent. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that after unpacking, the device was moistened with a normal saline and was delivered into the lesion along with the guidewire after priming. The balloon failed to fully expand due to a leakage during the stent release. The balloon was in semi-inflated state when the stent was detached from the balloon inside the patient.

Event description:
It was reported that the stent was difficult to deploy. The patient presented with a severely stenosed vertebral artery opening. A 5.0mmx15mmx150cm express vascular sd stent was advanced into the lesion. However, during the procedure, the balloon could not inflate even after reaching the burst pressure resulting in serious displacement of the stent after deployment, and the stenosis could not be completely covered. The stent delivery shaft was withdrawn, and it was found that the balloon in the stent was damaged and contrast agent was leaking which caused the displacement of the stent. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.